Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 26apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse adjusted the parameter settings and the issue was resolved. The device passed tidal volume testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the gas quantity was little. The device was in use at the time of the event; however, there was no patient harm.